Event description:
It was reported that this right atrial (ra) lead was surgically capped and replaced due to a fracture that was confirmed on fluoroscopy. There were previous observations high out of range impedances greater than 2000 ohms. Also reported that there were observations of oversensed noise and loss of capture. A new lead was added to the system. No adverse patient effects were reported.